Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records. Additional information received: the device has been used during a lap. Sigma procedure on colon tissue. A green reload has been used. There were no anomalies noticed during reloading and firing. The surgeon made a new resection ca. 1 cm beneath the instrument that was stuck on tissue. There were no adverse consequences for the patient. Patient is fine. The instrument has been discarded by the customer after some time due to odour nuisance because of decay of the remaining tissue in the instrument jaws. No further information is available.

Event description:
It was reported that during an unknown procedure the device could not be opened. Took a new instrument for second resection. No further information is available no patient consequences reported. Procedure was completed with same like device.